Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: blocage stapler sur bp redo. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred during a bypass procedure. The stapler jammed. The device was able to fire: the surgeon could press the green firing button but could not completely squeeze the handle. There was poor staple formation. The staple line was incomplete. It is unknown how the staple line was completed. The case was completed using a new reload and a new handle.